Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed that the fuses had been replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were returned to the manufacturer for evaluation.

Event description:
A site biomed representative reported that while outside of a procedure the fuses on the imaging system were blown when putting the system away for the day. The representative replaced the fuses and the system is fully functional. There was no patient present when this issue was identified.